Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On september 14, 2018, it was reported that the device had an air leak. The customer returned an air dermatome device, serial number 111323, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet china has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet china on november 5, 2018 revealed that the calibration was out of specifications at all settings. The motor speed was below specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. It was noted that the device was missing one of the pins that helps attach the hose to the swivel assembly. Repair of the air dermatome was performed by zimmer biomet china on november 5, 2018 which included replacement of the swivel, o-rings, bearings, and screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet china it was noted that the device was missing one of the pins that helps attach the hose to the swivel assembly. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet china it was noted that the device was missing one of the pins that helps attach the hose to the swivel assembly. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). Once the investigation is completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the device had an air leak. The event occurred during surgery. No harm was reported, but a delay of 1 hour was reported. No additional adverse events were reported.